Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: lymphoma-alcl and seroma-late. (B)(4). Initial reporter name and address: phone: (B)(6). Fax: (B)(6). Postal code: (B)(6).

Event description:
Healthcare professional reported lymphoma alcl, "large volume fluid surrounding the left breast implant." This is for the left side. The device has been explanted. Cd30 and lca positive, cd3 weakly positive, cd 20 negative, cd4+ cd8, diffusely positive for the proliferative marker ki67, emsa+, cd43+, alk1-.